Event description:
The customer reported that upon removing the tubing from the pump at the completion of a humulin r infusion, a leak was noted in the pumping segment near the upper fitment. The tubing had been in use for 72 hours. There was no harm reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the rn was changing carefusion/alaris tubing from alaris pump, when removed tubing from pump noted that there was a leak to the bottom aspect of the top blue port where the soft rubber meets the hard blue part. Noted tubing was being used for 72 hours. IV tubing was being used for humulin r infusion. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the pumping segment was confirmed.the set was visually inspected and a small tear measuring 0.979mm was observed in the silicone segment distal to the ring retainer of the upper fitment. Inspection under magnification revealed two nicks in the silicone tubing in close proximity to the tear. Functional and pressure testing confirmed a small amount of liquid leaking at the tear.the cause of the leak was a tear in the silicone tubing. The root cause of the tear was not definitively confirmed but was likely due to mishandling during priming or loading of the set.